Event description:
Customer contacted haemonetics on (B)(6) 2010 report ing the centrefuge within their orthopat machine is noisy. Issue was noted after use. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device could not confirm the reported noise, however, did discover a blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are reported in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).